Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, reproducible noise on the right ventricular lead was observed. All other parameters were in range and the patient reported having no symptoms due to this issue. Programming changes were made. The patient is stable at this time and no further changes will be made as of now.